Manufacturer narrative:
Returned for evaluation was an nevertouch fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber. The fiber shows that the gold tip was properly crimped to the fiber buffer, there was no noted damage to the fiber tip. The gold tip showed to have dried blood, after the tip was cleaned it showed that there was no noted damage and there was no noted burn marks which is caused by excessive heating. The customer's reported complaint description was confirmed. The root cause of the separation is due to using unusual force was exerted onto the gold tip when attempting to withdraw it into the tre sheath. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use which is supplied to the end user with this catalog number contains the following statement "precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
During an evlt procedure, the patient's first vein was successfully treated. While the physician was cleaning the fiber in order to treat the patient's second vein, the tip of the laser fiber fractured off. The device was set aside and a new of the same was used to complete the procedure. There was no harm or injury to the patient due to the event. The disposable device has been returned to the manufacturer for a device evaluation.